Event description:
A patient reported their implantable neurostimulator (ins) pocket ¿burned.¿ it was reported their skin would ¿get red, warm, and start peeling like a sunburn.¿ it was noted that if the ins was on, the ¿burning started about 8-9 hours later¿ and the patient could ¿feel the heat on the outside.¿ the patient reported the would ¿turn the ins off for 4-6 hours¿ and the ¿ins started cooling at 3 hours.¿ this patient¿s specific situation has already been reported in MFR. Report #3004209178-2013-10933. At the time of report the patient added their doctor told them they ¿found out this had happened to a few people.¿ it was unclear at the time of report if all or part of the patient¿s condition was what their doctor was referring to.

Manufacturer narrative:
(B)(4).